Event description:
The target lesion was the left circumflex artery. Two treatments were performed using the diamondback 360 coronary orbital atherectomy device (oad). When the third treatment was attempted to be performed, it was observed that the driveshaft of the oad had fractured. The oad was removed with the viperwire advance guidewire and the fractured fragment was retrieved together with the viperwire. The procedure was prolonged for fifteen minutes. However, the procedure was completed successfully without any further issues and the patient did not experience any adverse events.

Manufacturer narrative:
Return of the device is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
The diamondback 360 orbital atherectomy device (oad) and the viperwire advance guidewire were returned for analysis. The guide wire was removed distally from the device. The oad was returned with a driveshaft fatigue fracture located at the proximal side of the crown. The fractured driveshaft sections were sent for scanning electron microscope (sem) analysis. Sem analysis identified fatigue striations indicating that the fracture occurred while spinning in an elevated stress environment. Review of the device data log showed over 4 minutes of spin time at treatment speeds. There were no drop of speed or stall events. Based on analysis findings, it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).